Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and two suprarenal aortic extensions. It was reported the physician identified aneurysm sac growth and a potential unknown endoleak or endotension. The patient is reported to be in stable condition. The physician is planning a secondary intervention, to date the patient has not been scheduled for a secondary procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation, based on the information available, clinical evaluation was unable to find substantial evidence to support the following reported events; unknown endoleak, aneurysm enlargement and secondary procedure to place a suprarenal cuff. Additionally there was evidence to reasonably support an aneurysm enlargement. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined; there were no medical images received for review and various possible endoleaks were described in the medical records. A procedure-related, user related issues, off label, or cautionary product use conditions that could not be determined. Associated clinical harms for this device failure included: endoleak of indeterminate origin, aneurysm enlargement, and a secondary endovascular procedure. The final patient disposition was reported as stable with no additional negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.